Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2014 due to the flu. The cause of death was still unknown, but the customer was having heart issues at the time. The caller stated that the customer had diabetes complications blind in one eye, and kidney disease- stage 3 renal failure. The customer's blood glucose was 1400 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been removed by emergency services the morning of the customer's passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.